Event description:
Initial event severity rating: event did not reach patient or did not cause harm. Event description: md successfully implanted a bravo capsule. Post procedure: the capsule external recorder did not begin to receive data as expected. Other attempts to connect, including attempts with a second recorder failed. Technical support was contacted, in their opinion, the implanted capsule failed, and the only remedy would be to implant a second capsule. Md was informed, he stated he would follow up with patient in his office. Patient was appraised of situation and instructed to follow up with md.